Event description:
The manufacturer received information alleging a ventilator had an issue with low pressure. There was no harm or injury reported.

Manufacturer narrative:
The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.